Manufacturer narrative:
A device history record review was performed. This system met specifications on the date of manufacture. The investigation of this event is ongoing.

Event description:
A user facility in the united kingdom reported that during surgery the system shutdown. There was no patient injury.

Manufacturer narrative:
Faulty or degraded ac inlet and iec lead resulted in inconsistent or failed power delivery to the system, prompting the need for service. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is completed.